Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's device was working when they checked it at the office on (B)(6) 2017. They misplaced their programmer and was advised to get another programmer from the manufacturer. On (B)(6) 2017, it was reported that, in the office visit on (B)(6) 2017, the office programmer was used to confirm that the device was on and working. The cause of the device not working and programmer issue was determined to be that the patient lost their programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the programmer wasn¿t working and they put brand new batteries in but it would go dark. The caller was directed to call back when they had access to the programmer. The patient stated they got their implant for urgency after having babies. The patient stated that 3 months before the report their healthcare provider turned it up and had recently been having problems where they could only go 2 times a day, and it was holding them back from going to the bathroom. The patient went to their healthcare provider who turned it off and after that they had been using the bathroom more. The patient noted they were talking about having it taken out. The patient also mentioned they had started retaining water and went to the hospital where they drained 5 bags of fluid off of them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the programmer wasn¿t working and they put brand new batteries in but it would go dark. The caller was directed to call back when they had access to the programmer. The patient stated they got their implant for urgency after having babies. The patient stated that 3 months before the report their healthcare provider turned it up and had recently been having problems where they could only go 2 times a day, and it was holding them back from going to the bathroom. The patient went to their healthcare provider who turned it off and after that they had been using the bathroom more. The patient noted they were talking about having it taken out. The patient also mentioned they had started retaining water and went to the hospital for new seizures where they drained 5 bags of fluid off of them. The patient stated they were in the ICU and had 7 seizures in one day, and at the hospital they told them to go to their urologist and turn the device off. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# unknown, product type: programmer, patient. Patient programmer not included in this report. This report applies to the ins only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the device was not working. The patient stated that this issue started about 3 months ago. The patient stated that they are unable to go to the bathroom like they used to. The patient had a follow-up appointment with their healthcare provider (hcp) in (B)(6) to have the device checked. The patient also mentioned a patient programmer issue which began at around the same time. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was implanted for retention and they were only going to the bathroom 2-3 times a day, they knew that they were supposed to be going more than that. The patient stated that they had a hard time going to the bathroom, when they had togo to the bathroom they had to hurry up and go or they would pee their pants. The patient stated that they had been in the hospital (B)(6) night and on (B)(6) they put a catheter in and got 4 bags of fluid off them. The patient noted that the patient programmer (pp) would not communicate with their implant and was advised to follow up with their hcp. No further complications were reported or were expected.